Event description:
Caller states that her device gave a result of 164mg/dl at 9:30am. She states that she did not take her morning medications. She reports going out and not feeling well so she came back home an hour later. She is unsure if she took her diabetic medications or ate at that time. Approximately 12:30pm she passed out. No more tests were performed that day she states. She reports that the next day she went to the doctor and passed out while in the office. She states she did no tests on her device this day. She was taken to the hospital and is unsure if she received treatment for low blood glucose. No strip information provided. Glucose control solutions ran on strips currently in use within acceptable range. Requested return of suspect device and replacement was sent.